Manufacturer narrative:
Attempts for the return of the product have been made. As of the date of this report, the product has not been received by masimo to allow for an analysis to be performed. If new info is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the infant daughter experienced "burns" on her foot after using the rad 8 with adhesive sensor during sleep at home. The customer has used the device since (B)(6) after bringing her daughter home from the hospital. The customer was changing the site from foot to foot every 4 hours with no complications until the (B)(6) 2014 incident. Customer stated she was not wrapping the adhesive too tightly. The foot was left red and tender. The family doctor suggested she stop using the device.

Manufacturer narrative:
The initial follow-up# was 002. However, the correct follow-up# should be 003.

Manufacturer narrative:
Attempts have been made to obtain the product. The sensor involved in this event has not been returned to date to allow for an analysis to be performed, however the sensor lot information was made available. Information was also made available to masimo indicating that the skin abnormality has healed. The customer indicated that the sensor involved in the reported event was not available for return. Retains of the same sensor lot were tested and found to be functioning as designed.